Manufacturer narrative:
Investigation: bd received samples & photos from the customer facility for investigation. The samples/photos were evaluated and the customer's indicated failure mode for loose IV needle protector in the packaging with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set with pre-attached holder was missing the sleeve cover. This occurred on 8 occasions during use. The following information was provided by the initial reporter: during phlebotomist opened a safety-lok package, she discovered that the needle was without protection on the needle. The protection part was found in the packaging, but not placed on the needle as expected. They have seen this 5-8 times during the latest period, and even one time a phlebotomist had a needle stick injury on a non-used safety-lok.

Manufacturer narrative:
Correction: this complaint is not MDR reportable. It was re-evaluated and determined to not be reportable.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set with pre-attached holder was missing the sleeve cover. This occurred on 8 occasions during use. The following information was provided by the initial reporter: during phlebotomist opened a safety-lok package, she discovered that the needle was without protection on the needle. The protection part was found in the packaging, but not placed on the needle as expected. They have seen this 5-8 times during the latest period, and even one time a phlebotomist had an needle stick injury on a non-used safety-lok.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set with pre-attached holder was missing the sleeve cover. This occurred on 8 occasions during use. The following information was provided by the initial reporter: during phlebotomist opened a safety-lok package, she discovered that the needle was without protection on the needle. The protection part was found in the packaging, but not placed on the needle as expected. They have seen this 5-8 times during the latest period, and even one time a phlebotomist had an needle stick injury on a non-used safety-lok.